Manufacturer narrative:
This report is submitted on jun 7, 2021.

Event description:
Per the clinic, post-operative imaging indicated that the electrode had gone into the vestibule rather than the cochlea. The device was explanted on (B)(6) 2021. The patient was reimplanted with a new device during the same surgery.